Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and found that ion selective electrode (ise) tubing had a hole and was leaking fluid from it. The fse replaced the tubing and this resolved the issue. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and stated that the hydro on the synchron cx5 delta instrument is leaking fluid from waste tubing. The customer stated that the waste tubing appears to be broken. No injury was reported on this issue.